Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to clotting were observed as the tube was within the specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had made multiple attempts to reach the customer in order to gather more information regarding the customer's processing of these samples. However, bd had not received a response from the customer. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that clotting occurred during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "description of problem: after drawing blood the lab was unable to run the sample due to clotting. This happened 3 times in a row. All are the same lot and the product had not expired." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "description of problem: after drawing blood the lab was unable to run the sample due to clotting. This happened 3 times in a row. All are the same lot and the product had not expired." 3 occurrences were reported.